Event description:
Customer reported that system shut down, will not come up while pt is on the table.

Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.